Event description:
Additional review indicated information previously reported under manufacturer report # 3004209178-2013-11116 pertained to the system reported under this report number. The following previously reported information pertains to the system reported under this manufacturer report number. It was reported that the previous implantable neurostimulator (ins) and extension were replaced. It was noted that impedance was measured and the results were c-0=7204, c-1=7848, c-3=7053, 0-1=9518, 0-2=5819, 0-3=9272, 1-2=6569, 1-3=9633, 2-3=5647. Stimulation was not turned on. During the operation, the lead was tested. The manufacturing representative did not have the lead impedances but stated they were also high. It was noted the next step would be lead replacement. Additional information received reported that the device was turned off and they could not program around the high impedance. It was noted a lead revision was planned for an unknown date. The patient was not receiving therapy. It was later reported that the lead revision was scheduled for (B)(6) 2013. It was noted that the hcp had replaced the ins and extension recently to address high or low impedances, and this didn't address the issue. It was noted that the patient¿s husband had been in hospice care so they were waiting to do surgery for that reason. Any additional information regarding the lead revision will be reported under this manufacturer report number.

Event description:
Follow up information received from the healthcare professional (hcp) reported that replacement surgery procedure was cancelled because the clinic was not approved to do the procedure for patients with dystonia. The patient desired to have the procedure done at the clinic and it was noted that the clinic was processing the paperwork to do this surgery. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # v520974, implanted: (B)(6) 2010, product type lead; product ID 3387s-40, lot # v520974, implanted: (B)(6) 2010, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported there was a break in the lead to extension connection on the right side. The doctor was going to do a lead and possible extension revision. The impedances were high due to the break. The patient felt a shocking sensation on the right side of their neck. They also had shocking on their left arm and elbow that started in (B)(6) 2014. The left side had been off since the problem started. Additional information received reported it was unknown what caused the lead/extension connection break and the revision had not taken place. The date of revision was unknown and the patient received effective therapy.